Event description:
It was reported that the channels were mislabeled from left to right, reading as channel b, channel c , channel a. There was patient involvement but impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2022-102522.

Event description:
It was reported that the channels were mislabeled from left to right, reading as channel b, channel c , channel a. There was patient involvement but no patient harm.